Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial# (B)(4), product type: catheter. (B)(4). Analysis results were not available as of the date of this report. A follow up will be submitted when analysis is complete.

Event description:
A broken catheter connector was reported during a procedure. It was noted the catheter was never implanted and would be returned. A different product was used. It was also reported during a new implant, when the healthcare provider (hcp) grasped the connector to connect it to the pump segment, one of the two collets fell to the ground and was lost. It was noted the hcp did not perform any anomalous procedure on it.

Manufacturer narrative:
Analysis of the catheter found one of the collets on the pin connector was detached and not returned. Inspection of the body of the pin connector where the collet detached from did not show any anomalies. A known good collet was placed on the body of the pin connector and the detents on that portion of the pin connector returned by the customer successfully held the collet in place.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.